Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that daughter had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 481 mg/dl. The customer was treated for high blood glucose with bolus by needle. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion.

Manufacturer narrative:
No excessive no delivery alarms were noted during testing. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.